Manufacturer narrative:
Analysis of the returned superion indirect decompression (ID) spacers visual inspection revealed damage to the actuator shaft screw, spindle and spindle cap as a result damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates the break was likely induced during the explant process and likely due to remove against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states migration of the implant from the original position so that it becomes ineffective, causes damage to adjacent bone or soft tissues including nerves, pain and discomfort associated with the operative site or presence of implants, including loosening, fatigue, deformation, breakage or disassembly of the implant, which may require another operation to remove the implant and may require another method of treatment. Is a known risk associated with the use of lumbar spine implants and associated instruments. Therefore, boston scientific engineers concluded that damage to the implant is believed to have been induced during removal, against resistance and probable cause of unintended user error was assigned, however a labeling review found that the reported event is a known risk associated with the use of lumbar spine implants and associated instruments.

Event description:
It was reported that the superion indirect decompression (ID) spacer implant patient experienced return of their pre-existing lower back and leg pain. X-ray imaging revealed the ID spacer had posteriorly migrated in the spinal lumbar area. It was noted that the patients medical condition spondylolisthesis has progressed that may have contributed to device migration per the physicians assessment. The patient underwent a procedure where the ID spacer was removed.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the superion indirect decompression (ID) spacer implant patient experienced return of their pre-existing lower back and leg pain. X-ray imaging revealed the ID spacer had posteriorly migrated in the spinal lumbar area. It was noted that the patients medical condition spondylolisthesis has progressed that may have contributed to device migration per the physician's assessment. The patient underwent a procedure where the ID spacer was removed.

Event description:
It was reported that the superion indirect decompression (ID) spacer implant patient experienced return of their pre-existing lower back and leg pain. X-ray imaging revealed the ID spacer had posteriorly migrated in the spinal lumbar area. It was noted that the patients medical condition spondylolisthesis has progressed that may have contributed to device migration per the physicians assessment. The patient underwent a procedure where the ID spacer was removed.

Manufacturer narrative:
Additional information received to the initial MDR in blocks d4. Correction to the initial MDR in blocks g1.